Event description:
I was driving home from work, "holled" my car on the (B)(6). There was a passing truck stopped and picked me up. Since I was able to walk and taken to (B)(6) hospital. There they ran CT scans MRI and some x-rays. I believe the ER doctor in (B)(6) thought I may have a bleed on my heart, so they call for (B)(6) to airflight me to (B)(6) hospital. They did c-t scan, MRI and x-rays and found a c-4 shattered and a fractured skull, ribs cracked, toe on right foot fractured. They did surgery the following day and placed a eepay acro-med bengal lower large, eagle and plate, 4 x 14 mm screws, gelfoam hemostasis, torsoplast. About 1.5 years later found a medical device that was implanted during the operation. Seem to be having worse problems with the rfib or the medical circuit board. It has stressed me out brain overheating body. Also seems to have caused health issues. And a fear for my life. And would like to sue or have the medical implant removed. I called to get the book about the implant because I didn't receive the name of the device or manual; I got the health information for the hospital and did research to figure out with a rfid scanner is able to pick up the device. I have life changing events as letting my kids temporarily live with (B)(6). Couldn't get a job because of the device, and felt as if I lost all sense of living. Now I have gained some sense and would like to fix my problems. To be a dad with my 2 kids (B)(6) and be able to stay sane without becoming transhuman or cyborg. Please assist to gain back my life and family. Is the product compounded: no. Is the product over-the-counter: no. How was it taken or used: skin incision. Why was the person using the product: placing during operation. Did the problem return if the person started taking or using the product again: no. Didin't restart.